Event description:
It was reported that a compressor will not power up. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hospital by our company representative. The fuses in the mains inlet were found to be blown. The fuses and the mains inlet were replaced, and after a successful function check, the compressor was returned to service.